Event description:
The procedure was converted to open surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) and performed failure analysis. The mtm was analyzed. The reported failure was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle was performed without any issues. No trouble was found with the evaluation of the mtm.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a repeated nonrecoverable fault 23030. They had already a power cycle system, but the issue reappeared. The isi tse checked live logs and confirmed errors 23030 also 23027 pointing to an issue with the master tool manipulator-left (mtml) axis 2. The isi tse asked the caller to perform a hard power cycle and circuit breaker, which solved the issue temporarily. The customer called back 10 minutes after to report the error came back. The isi tse informed the caller that mtml needed to be replaced. The procedure was converted to laparoscopic surgery and completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the master tool manipulator (mtm) to resolve the error. The system was tested and verified as ready for use. An RMA was received but the failure analysis is not complete . Additional information is being gathered to determine the contribution of the device to the customer reported issue.